Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
User facility reported that they were attempting to charge the listed pump when it alarmed, "battery," so a new battery pack was placed in the device. According to the reporter, smoke was observed coming from the inside of the pump. The reporter indicated no injury resulted from event.

Manufacturer narrative:
The suspected device was returned for product evaluation. During visual inspection the lower left hand corner of the top case was found cracked and the battery was missing. Review of the event history log could not confirm that the battery alarm had occurred. During functional testing, the pump powered on and performed start-up functions correctly. Investigation found the interconnect pcb board damaged. The interconnect pcb board was replaced. The root cause of the damage was identified as the battery being plugged in backwards which resulted in the interconnect pcb board short. After repair and recalibration, the pump operated as intended.  No corrective actions are planned at this time.